Event description:
It was reported that (1) 355ld was used during a laparoscopic cystectomy procedure. It was reported by the rep that the trocar seal tore and fell into abdomen. The seal was recovered. Opened another device to finish the case. There was no consequence to pt.